Event description:
Very limited information was received 9/2/99. A pt had a refractive surgery 8/15/97. It was stated that the pt suffered post-operative problems due to diffuse lamellar keratitis. Add'l info is being requested.